Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, both output connectors were broken. It was additionally noted that he lower case and the hanger were broken and that the display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pules generator's atrial connection port was broken/cracked in a way which prevented the cable from being locked in. The generator was returned for service. There was no patient involvement.